Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen and dilaudid via intrathecal drug delivery pump. The indication for use of the pump was intractable spasticity. It was reported that the patient had a new onset of pain and leg/foot numbness. A review of systems from (B)(6) 2016 indicated that the patient had numbness in his toes. An MRI had been performed, and an inflammatory mass was suspected. It was also stated that an MRI was scheduled to confirm the inflammatory mass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.